Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the pericardial effusion 33 days post valve implant cannot be confirmed. Patient factors (advanced age), in addition to the procedure itself, may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(4) and through the japanese tavi case registry, during a transfemoral tavr procedure, a 26 mm sapien 3 valve was uneventfully implanted. On postoperative day (pod) 33, a pericardial effusion was observed. Pericardiocentesis was performed. During the pericardiocentesis, the left ventricle was ¿inadvertently¿ punctured, which required a thoracotomy and hemostasis. Post procedure, low cardiac output syndrome (los) developed due to the decreased lv function, resulting in multi-organ failure. On the same day, the patient expired. The cause of death was reported as ¿cardiac death¿. Information regarding the native annular diameter and the degree of valvular calcification was not provided. Per medical opinion, the cause of the pericardial effusion is not known; however, the cause of death was not related to the implanted valve or to the tavr procedure.